Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 198 mg/dl. Customer also reported some sets were leaking. The customer was treated with manual injection. The customer stated that the symptoms related to high blood glucose such as vomiting, dizziness and thirsty. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not want to troubleshoot for high blood glucose value. The device will not be returned for analysis.